Event description:
(B)(4). Dealer states getting grind noise from right motor when driving, states chair will not engage brake on right side, and can pushed with resistance when that motor is engaged.